Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to poor performance and patient requiring frequent mris. There is no plan to re-implant the patient at the time of this report.